Event description:
During a lefort I, instrument was not working properly. Freezing up while using reciprocating saw. Surgery was prolonged approximately 20 minutes. Another item was used as a back up. Patient suffered no adverse effects of incident. Attempts were made to obtain the date of surgery.